Manufacturer narrative:
Dat of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins would turn itself off during the day. The patient would be in pain so they would check the controller and see that stimulation was off; they had not turned stimulation off when this occurred. The representative later noted that the patient contacted them on (B)(6) 2021 and they instructed the patient to call in.